Event description:
Information received indicates the nurse call is not functioning.

Manufacturer narrative:
The technician replaced the nurse control side comm., because the nurse button was tripping off and on. The technician also found the t.v. Was rotating due to an incorrect caregiver sidecom control. The technician replaced the board and software to repair the bed.